Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, missing glue, and deep scratches were noted in the plastic distal end cover. The bending section cover was missing and no moisture was found. In addition, biopsy leak was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii duodenovideoscope has a damaged bending rubber. During a standard service inspection of the customer returned device, plastic distal end cover defect was noted. This report is to capture the reportable malfunction of bending manipulation and insertion tube defects noted at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
This follow up report is being submitted to update results from the legal manufacturer investigation. The following sections were updated. Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.